Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer stopped using the insulin pump and was on injections. While troubleshooting the insulin pump alarmed no delivery and the customer was unable to hear the motor running to push the insulin through. The insulin pump was just beeping and insulin did not come through. The drive support cap was not flushed. During the displacement test, the insulin pump alarmed no delivery. Customer's blood glucose level was 7.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind and displacement test. However, the insulin pump was received with broken motor slide tip. We were unable to perform excessive no delivery test due to broken motor slide tip. The insulin pump was received with minor scratches on reservoir tube window, corroded battery tube, missing end cap sticker and minor scratches on lcd window.